Event description:
Incident as reported: lap chole - "dr (B)(6), gral surgeon, experienced a "spillage" incident while extracting specimen through incision, resulting in the overflowing of bile into surgery site with the associated risk of infection. The surgical services department is now issuing a formal complaint and investigation request to applied medical in order to find a solution to this issue before continuing with the use of this product which is now being retrieved from all their shelves at las palmas. (Doctor indicated this happened due to a perforated gallbladder at the time of extraction. This is likely to reoccur because bag doesn't seal when it is closed.) Pt status: under observation, after add'l antibiotics were administered.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided within 30 days or upon completion of investigation.